Event description:
During a robotic left retroperitoneal partial nephrectomy case, an endoscopic peanut's cotton tip detached from the handle while inside the patient through the trocar. The surgeon was informed and he knew as well since he was the one manipulating the endoscopic peanut and saw it fall off. He immediately picked up the cotton tip and took it out in one piece. He also conducted a comprehensive sweep of the abdominal cavity. The surgeon determined that no further examination or intervention was necessary.